Manufacturer narrative:
The technician found the scale power control board assembly buzzer is worn. The device referenced in this report is over 12 months old and according the recommended preventative maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician replaced the scale power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that when the patient position module is activated the alarm is not loud even when set at the highest setting. There was no patient/user injury alarm. This report was file din our complaint handling system as complaint #(B)(4).